Event description:
It was reported that the external pulse generator (epg) would not power on correctly. The biomedical engineer (be) stated that the device acted like it was powering on, but then just shut off, despite trying different batteries. The epg has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main pcb. This analysis found that a transistor component failure prevented the device from powering up.

Event description:
It was reported that the external pulse generator (epg) would not power on correctly. The biomedical engineer (be) stated that thedevice acted like it was powering on, but then just shut off, despite trying different batteries. The epg will be returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the generator would not turn on completely and attributed it to the main printed circuit board (pcb) being out of specification. The main pcb was replaced. Analysis also found the upper and lower cases, both bail covers and the battery drawer were broken, five case screws belonged to a different model, the battery contacts were compressed, the ring was bent and the keyboard was scratched. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.